Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the affiliate that the 512sd trocar gaskets tore when inserting a swab into the trocar. This caused pneumo loss to the pt. The surgeon used a poliuse trocar to complete the case.